Event description:
N/a

Manufacturer narrative:
The hakim valve (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product code (B)(4) with lot 3366699, conformed to the specifications when released to stock failure analysis - the valve was visually inspected: tears/cuts in the silicone housing were noted in the needle chamber and over the valve casing. The position of the cam when valve was received was 150mmh2o. The valve was hydrated. The valve was leak tested and failed, leaked from the damaged silicone housing. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve casing was visually inspected, marks were noted in the valve casing. No root cause could be determined for the issue reported by the customer as the technician could not confirm any occlusions with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to the cuts / tears in the silicone housing, causing a leakage into unintended parts of the body. The root cause for the damaged silicone housing is due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the mark in the valve casing is due to a sharp or pointed object coming into contact with the valve casing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted via v-a shunt on (B)(6) 2020 with unknown setting. On unknown date, the set pressure could not be changed. No csf flow into the distal catheter was observed. Obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2023. The patient's condition is stable.